Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 560 mg/dl at the time of the incident and was treated with insulin pen. The customer stated that while changing the entire set the customer received an insulin flow blocked alarm. They reported feeling very tired and the mouth was dry. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.